Manufacturer narrative:
Patient's ID was not provided for reporting. This report is for one (1) unknown drill bit. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. This report is for one (1) unknown drill bit. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hip surgery. During the procedure, the drill bit for proximal locking missed the hole in the nail and did not line up through the radiolucent aiming arm. Free handing the drill bit through nail was then done. There was a surgical delay of 25 minutes. No patient consequence was reported. Patient outcome was unknown. This report is for one (1) unknown drill bit. This is report 1 of 3 for (B)(4).